Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A pharmacist reported that the balanced salt solution leaked on cassette, volume of infusion was insufficient to the patient's eye and caused ocular collapse during vitrectomy surgery. The surgeon immediately pressurized the eye manually and the surgery was completed after replacing the product with new one. The patient was stable with no visual impairment.

Manufacturer narrative:
No product has been returned the investigation site for evaluation; therefore, the condition of the product could not be verified. Photos were provided by the customer. Picture 1 - a cassette with a wet drain bag along with coiled tubing manifolds are on a table next to the cassette. It appears most of the tubing manifolds are disconnected. We cannot see the console in the image. Picture 2 - the cassette is flipped over, and we can see the front face of the cassette and observe the admin tubing is connected to the cassette. No defects can be observed. The customer should be reminded that the directions for use (dfu) states to visually confirm that adequate air and fluid infusion flow is occurring prior to attachment of the infusion cannula to the eye. Receipt of complaint product or additional information pertinent to this complaint will result in re-evaluation of the complaint investigation. The investigation conducted a non-conformance review of the reported lot number. No deviation was identified that would have contributed to this event and all corresponding production release specifications defined in the device master record were met. The root cause of the customer's complaint could not be conclusively determined as product was not returned and the condition of the product could not be verified. As described, the customer should be reminded that the dfu states to visually confirm that adequate air and fluid infusion flow is occurring prior to attachment of the infusion cannula to the eye. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).